Event description:
It was reported that the patient presented in-clinic for lead revision procedure. It was observed during that the procedure the left-ventricular (lv) lead exhibited loss of capture as a result of lead migration which was confirmed through x-ray imaging. As a resolution the lead was capped and replaced on (B)(6) 2024. No patient consequences. Patient is stable.